Manufacturer narrative:
Occupation: synthes sales rep. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The only information contained in this report is correction or additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown procedure, the aiming arm for trochanteric fixation nails release button was not holding the compression sleeve because it kept popping out during use. The procedure was successfully completed with no delay. There was no patient consequence. Concomitant device reported: unk - guides/sleeves/aiming: sleeve (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 357.366-us. Lot: 9102416. Manufacturing site: hägendorf. Release to warehouse date: 23. April 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified significant post manufacturing wear, but no damage that would prevent functionality was observed. There are several nicks and scratches on the aiming arm body that go through the black anodize hard coat and reveal the base aluminum substrate. Functional test: a functional test to replicate the reported condition of the targeting hole not lining up was not able to be performed at cq because the mating devices involved in the construct were not returned. Therefore, the reported condition was not able to be confirmed. Document/specification review: the relevant drawing(s) was reviewed; no product design issues or discrepancies were observed during this investigation. Investigation conclusion: a definitive root cause for the reported condition of misalignment could not be determined based on the provided information. This complaint was not able to be confirmed and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.